Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 7115946. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the needle pulls out of hub right out of package prior to insertion with a bd saf-t-intima¿ IV catheter safety system. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: rubber stopper where needle is removed is loose upon opening product and comes off easily, has fallen off multiple times on different patients. Not resulting in injury, but near miss as far as medication administration and the medication not being administered to the patient properly.